Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can¿t boot. The fse cleaned the board on computer and checked all connection, image processor. Fsce reinstall create image store frontal. After reinstalling the machine was tested the system was returned to use in good working order. One the same day (B)(6) 2023, the reported issue reoccurred, and flexvision-pc was found faulty. The fse reseat flex pc and the reported issue was resolved. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.